Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction-during the investigation of this event it was determined that cinc is not the label manufacturer of this device. Therefore reporting responsibility will be transferred to the label manufacturer of this device. No additional reports will be submitted by cinc for this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Patient was noted to be in her 90s. Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an unknown gunther tulip inferior vena cava (ivc) filter was placed approximately fifteen years ago in a female patient, now reportedly "in her 90's", for venous thrombosis. One year after placement, unspecified damage was reported. The physician reportedly took a "wait and see" approach instead of performing surgery, as the damaged part was fixed to the ivc wall and the filter was functioning "within an acceptable range". Approximately ten years ago and again approximately four years ago, CT scans confirmed the damage to the filter. Again, the physician took a "wait and see" approach; although, no follow-up was conducted. Another CT was performed at an unknown date for complaints of lower back pain, at which time it was discovered that the separated segment of the filter had migrated to the right atrium. After consulting the patient's family, considering the patient's age, the physician decided to again take a "wait and see" approach instead of a surgical one. No adverse effects to the patient have been reported.